Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced large blood glucose fluctuations after patient-entered changes to weight and cgm targets, with logs confirming parameter changes preceding the event and a factory reset subsequently performed, and education and troubleshooting completed. Symptoms included hyperglycemia above 400 mg/dl and hypoglycemia to 50 mg/dl with associated alerts. Outcomes included transient impact managed at home with oral carbohydrate for lows, no ketone testing, no medical intervention, no hospitalization, and caregiver assistance due to minor status. Investigation included engineering log review and customer support assessment. Investigation of this case revealed user-entered configuration changes as the precipitating factor for glycemic excursions, with device function otherwise consistent following reset. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect therapy parameter entry. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.